Event description:
A customer reported that they ordered a replacement product and that since the product was not delivered on the scheduled date, the customer was unable to test her blood sugar. The customer reports being dizzy, shaky, thirsty and then loosing consciousness. The paramedics were called and the customer was taken to the hospital where she was treated with IV glucose.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.